Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service engineer found white crystals on the surface of the sample needle. After cleaning, the sample was tested with automatic dilution by the analyzer. The results were 3190 pg/ml and 3017 pg/ml. The investigation determined the event was consistent with a clogged sample probe. Regular routine cleaning of the sample probe is the customer's responsibility.

Event description:
There was an allegation of questionable estradiol results from the cobas 8000 - cobas e 602 module. The result from a manual dilution was 3576 pg/ml. The result from an automatic dilution by the analyzer was 2561 pg/ml. The questionable results were not reported outside of the laboratory.